Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage on the insulin pump. The customer's blood glucose level was 18.1 mmol/l at the time of the incident. The customer stated that her son jumped into the water with his pump on and it is no longer working. The product was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. No moisture damage was found inside the pump. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.